Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge and the insulin gauge were observed to be jumping for the past few months. The customer's blood glucose level was not impacted and was 170 (mg/dl) at the time of the report. Review of the pump data logs was unable to confirm the reported issues. The contact stated that the customer uses non-tandem charging accessories and the usb port does not always accept the cable. The contact was unsure if the fit issue impacted the battery charge.